Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. It is not known if there was a delay in the start of the pre-cleaning, but the air/water nozzle was flushed with air and water. The nozzle is cleaned with lint-free cloths/brushes/sponges, and it is not known if the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera colonovideoscope, the 4th button is slow. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the was a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was a foreign object in the nozzle. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer reported on unknown date the 4th button was slow, which is not a reportable event. The device was returned for evaluation and during inspection, the foreign object in the nozzle was found, which is a pae per the rsa. The new aware date for the pae is (B)(6) 2023, per the date of the inspection report. The aware date field (g3) in the medwatch report will reflect this new aware date. Md (B)(6) 2023.